Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, a trocar went through the patient's spinal canal. Emergency surgery was performed on the patient to either repair the spinal cord, or to stop the bleeding and remove a hematoma. It was confirmed that the patient is paralyzed on one side. No additional information was reported.

Manufacturer narrative:
Followed up by company representative.